Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose of 70 mg/dl and called for guidance on treating hypoglycemia after having eaten a turkey sandwich, a peach, and pickles, and the field team was asked to follow up with an action plan. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose per education provided. Investigation included troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.